Event description:
It was reported that the 4.0cm straight attachment was heating up during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully. After return to the manufacturing facility, it was reported that the device had bur wobble, and the cut test was subsequently aborted during testing.

Manufacturer narrative:
During failure analysis, the reported event of heat was not duplicated; however, it was confirmed during service observation of fractured bearings. The device was found to have wobble most likely caused by fractured bearings. Fractured bearings can cause excessive vibration and heat. Fractured bearings can be the result of corrosion and broken down lubrication. Corrosion and broken down lubrication can reduce the rotational properties of the bearing causing the wear and break down over time.